Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received an audio patient alert. The patient later presented to the clinic and upon interrogation, the atrial lead exhibited low impedance measurements and intermittent loss of sensing and capture. The lead had also exhibited persistent oversensing of lead noise. The patient has not experienced any symptoms as a result of the lead issues. The physician elected to reprogram the device to vvi mode and continue to monitor the patient with routine follow-ups.